Event description:
The patient reported that they began using v-go on (B)(6) 2023 and three devices have fallen off so far. The patient reported that the device falls off in their sleep and when they shower. The patient reported that the devices are not available for return to the manufacturer for evaluation.